Manufacturer narrative:
If explanted, give date: not applicable (na), intraocular lens (iol) remains implanted. Reposition of intraocular lens (iol) in a secondary procedure. All pertinent information available to the manufacturer has been submitted. Placeholder.

Manufacturer narrative:
Device evaluation: a review of the manufacturing records showed no deviations or nonconformities. The documentation showed that the production order was manufactured according to specifications. Optical measurement test show lens was within specification. There are no associated nonconformity material reports with respect to the order number. Review of the sterilization records showed no deviations. Results of environmental monitoring records showed no deviations for the associated order number. All pertinent information available to the manufacturer has been submitted.

Event description:
It was reported by the sales representative that tecnis toric intraocular lens (iol) had rotated counterclockwise that required repositioning. Lens was repositioned 17° (degrees) clockwise. It was noted that patient's left eye axial length was 26.62mm (millimeter). Additionally, patient noted floaters, and the visual acuity for left eye was 20/50 and is now 20/25. No further information has been provided.